Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that shortly after implant, probably within a month or a little more than a month after implant, the ins was flipping. The physician discovered this because the patient was not able to charge at all. Doctor ended up suturing the ins in place to prevent it from further flipping. Patient indicated that they no longer work with that hcp. No further complications were reported/anticipated.